Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose since friday and recently changed the infusion set today. Customer's blood glucose was 179 mg/dl at the time of the incident. Customer's current blood glucose is 473 mg/dl. Customer treated with a bolus and reported that she has contacted her health care professional for her high blood glucose. Customer found 1 air bubble in the tubing. Customer reported that the insulin exited at the quick release. Customer recently inserted in the thigh from yesterday and has swelling. Customer was unable to remove or change the set at this time. Customer stated that the previous cannula was not bent. Customer does not know her settings. Customer was advised to monitor her blood glucose and contact her health care professional to check the pump settings to determine if they are correct or if they were changed. Customer will be send a tubing clamp and will call back to do a high pressure test.